Event description:
Reportedly, the ventilator had device alert. Event history shows pint failure and motor slow. Although requested, no info was received whether the pt was attached to the ventilator or not in this case. No pt injury was reported to date.

Manufacturer narrative:
Eval summary: the returned ventilator was visually inspected and no anomalies were noted. Upon internal visual examination, the introducer was observed to be overheated. The reported failure was confirmed to be due to an overheated and shorted inductor causing the board to malfunction. Replacing the control board resolved the issue. The ventilator will be repaired and returned to the customer.